Manufacturer narrative:
Concomitant medical products: equashield spike;closed system transfer device (cstd) manufacturer unknown; td (B)(6) 2020. No product will be returned per customer because the product was discarded.

Event description:
It was reported from the bone marrow transplant/oncology unit that during a non-vesicant chemotherapy infusion that the entire 500 ml of chemotherapy leaked out of the tubing (leak location unknown) onto the floor. It has been noticed that chemotherapy leaks have been more frequent in the last month. There is concern over the quality of the product. The customer thinks they may have received a bad lot (lot # not available from customer). The customer reported the potential for the nurse to be exposed to the leaked chemotherapy. There were no adverse effects to the patient as a result of this event other than the delay in therapy.